Manufacturer narrative:
Device analysis conclusion: the oad and guide wire were received at csi for analysis. Visual examination confirmed the reported guide wire fracture; the fracture was distal to the proximal solder bond. The spring tip was also damaged and deformed. The remaining spring tip section was engaged within the oad driveshaft crown. This section had to be destructively removed. There were two additional fractured core wire sections engaged within the driveshaft in this area. The core wire was fractured at the proximal strain relief area. The fractured sections were sent for scanning electron microscopy (sem) analysis. Sem analysis revealed some sections of the guidewire had fractured due to torsion, and other areas fractured due to fatigue. The torsional fractures are from the spring tip coming into contact with the spinning oad driveshaft. It is hypothesized that the fatigue fractures occurred as a result of the embedded guide wire core section experiencing higher levels of stress from the spinning driveshaft. The root cause of the guide wire fractures is user error from spinning into the spring tip. The diamondback peripheral orbital atherectomy system instructions for use manual states, "never advance the orbiting crown to the point of contact with the guide wire spring tip. Distal spring tip detachment and embolization may result. Make sure there is a minimum of 10 cm between the guide wire spring tip and the distal end of the shaft." At the conclusion of the device analysis investigation, the reported stuck on wire and fracture events were confirmed. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
The viperwire guide wire was advanced to the posterior tibial artery via antegrade femoral access for treatment of a lesion in the popliteal artery due to an emergent cold leg. The lesion was 20mm in length and calcified. The orbital atherectomy device (oad) was advanced to the popliteal artery, and treatment was performed without imaging in order to reduce radiation. During treatment, the viperwire migrated back, and the oad contacted the spring tip of the viperwire. An unexpected noise was observed, and treatment was stopped to assess with imaging. Imaging indicated the oad and wire were stuck together. When the oad and wire were pulled back, the tip of the viperwire remained in place. The fragment was retrieved, and the procedure was continued without further complication using a new viperwire and oad. Angioplasty was used to complete the procedure, and no wire fragments remained in the patient.